Event description:
It was reported the ac adaptor gets very hot and it is not performing properly. As a result, the patient was sent a replacement ac adaptor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.